Manufacturer narrative:
Batch records were reviewed for final product manufacture and qc record. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov1120045 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. Therefore, the root cause could not be determined.

Event description:
Invalid result (s). Customer had no c line after running the test. He confirmed he placed the buffer in the correct well.